Manufacturer narrative:
This incident is being captured under (B)(4) as an initial/final report. Review of the most recent repair record determined the unit was not maintaining pressure (4 or 5 mmhg) as the software needed to be updated. The main pcb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing on an unknown date the a.t.s. 3200ts tourniquet had a problem of not maintaining constant pressure. It is unknown if harm or delay occurred. At investigation it was noted that the device varied at 4 or 5 mmhg in pressure from its set point. Diligence is complete. No additional information is available.